Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ppmepe, batch number, and no non-conformances were identified. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2020, and a barbed suture was used. During the procedure, the suture was broke. There were no adverse consequences to the patient. No additional information was provided.